Manufacturer narrative:
The t:slim cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. The t:slim g4 user guide indicates to always remove all air bubbles from the system before beginning insulin delivery, and to change infusion set every 48¿72 hours as recommended by your healthcare provider, and that the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 310 units of cold insulin. Recommendation was made by tandem technical support to use room temperature insulin and not to overfill the cartridge per pump labeling instructions. Additionally, the customer reported that the pump battery was depleting faster than expected. Reportedly, the battery gauge went from 100% to 55% within one day. Customer reported blood glucose level was 230 mg/dl, which was addressed with a bolus. Additionally, during system check with tandem technical support, the customer reported using novolog insulin and the cartridge, infusion tubing and site was in use for 4 days. Reportedly, the customer observed "foam-like" bubbles in the luer lock. The customer was able to successfully change out all the supplies on the pump, and will continue using the pump for continued insulin therapy.